Event description:
Several blisters, including one particularly big [burns second degree]. Case narrative: this is a spontaneous report from a pfizer-sponsored program contact module of the digital platform of pfizer in (B)(4) via the webmaster. A contactable pharmacist reported a (B)(6) -year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient previously used thermacare heatwraps from an unspecified date for an unspecified indication and experienced no adverse event. On an unspecified date, the patient developed several blisters, including one particularly big after wearing the heatwrap for only 2 hours. It was reported the patient applied the heatwrap over healthy skin and had not felt any hot sensation. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown.additional information has been requested and will be provided as it becomes available.company clinical evaluation comment:based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] several blisters, including one particularly big [blister]. Narrative: this is a spontaneous report from a pfizer-sponsored program contact module of the digital platform of pfizer in france via the webmaster. A contactable pharmacist reported a 47-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number unavailable) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient previously used thermacare heatwraps from an unspecified date for an unspecified indication and experienced no adverse event. On an unspecified date, the patient developed several blisters, including one particularly big after wearing the heatwrap for only 2 hours. It was reported the patient applied the heatwrap over healthy skin and had not felt any hot sensation. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown.according to product quality group: qa review & rationale: a trend for the subclass of adverse event safety request for investigation with product type of lower back/hip (lbh) 8hr products was not identified.summary of investigation:this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (15nov2018) : this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: to amend reaction data (event burn blister updated to blister) and seriousness assessment (report has been downgraded from serious to non-serious for event blister). Follow-up (01jun2020): new information received from product quality complaint group includes investigation results. Fu attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number 1066015-2018-00106 and MFR report number 1066015-2018-00164 are duplicate. All subsequent follow-up information will be reported under MFR report number 1066015-2018- 00106. MFR report number 1066015-2018-00164 is to be considered as deleted.

Manufacturer narrative:
Qa review & rationale: a trend for the subclass of adverse event safety request for investigation with product type of lower back/hip (lbh) 8hr products was not identified.summary of investigation:this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.